Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient has been on therapy since 2100 and in the last hour patient temperature (pt) was dropped from 36.7c to 36.1c in an arctic sun device. At the time of the drop nurse confirmed water temperature (pt) was warming in response. The nurse concerned with patient temperature (pt) drop and stopped and restarted therapy. Noted stopping therapy restarts the algorithm. If water temperature (pt) was responding to patient temperature (pt) drop it is best to let the device continue with therapy as is. System diagnostics showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2930.8 and pump hours were 2505.1. Walked through placing device in manual control at 37c. System diagnostics showed that the outlet monitor temperature (t1) was 35.8c, outlet control temperature (t2) was 35.1c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 71percentage, mixing pump command (mpc) was 0, heater 100 percentage. Disabled manual control. Advised if water temperature (pt) did not increase to the upper 30s in the next hour to call back. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. At the time of the drop nurse confirmed water temperature (pt) was warming in response. The nurse concerned with patient temperature (pt) drop and stopped and restarted therapy. Noted stopping therapy restarts the algorithm. If water temperature (pt) was responding to patient temperature (pt) drop it is best to let the device continue with therapy as is. System diagnostics showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2930.8 and pump hours were 2505.1. Walked through placing device in manual control at 37c. System diagnostics showed that the outlet monitor temperature (t1) was 35.8c, outlet control temperature (t2) was 35.1c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 71 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Disabled manual control. Advised if water temperature (pt) did not increase to the upper 30s in the next hour to call back. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol. Per follow up information received via task on 27oct2025, spoke with nurse who confirmed the issue was patient related. The water temperature remained high, but the patient temperature continued to drop another degree. Doctor ordered bolus of medication and warm blankets. Patient was able to reach target with these additions. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient has been on therapy since 2100 and in the last hour patient temperature (pt) was dropped from 36.7c to 36.1c in an arctic sun device. At the time of the drop nurse confirmed water temperature (pt) was warming in response. The nurse concerned with patient temperature (pt) drop and stopped and restarted therapy. Noted stopping therapy restarts the algorithm. If water temperature (pt) was responding to patient temperature (pt) drop it is best to let the device continue with therapy as is. System diagnostics showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2930.8 and pump hours were 2505.1. Walked through placing device in manual control at 37c. System diagnostics showed that the outlet monitor temperature (t1) was 35.8c, outlet control temperature (t2) was 35.1c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 71percentage, mixing pump command (mpc) was 0, heater 100 percentage. Disabled manual control. Advised if water temperature (pt) did not increase to the upper 30s in the next hour to call back. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol. Per follow up information received via task on 27oct2025, spoke with nurse who confirmed the issue was patient related. The water temperature remained high, but the patient temperature continued to drop another degree. Doctor ordered bolus of medication and warm blankets. Patient was able to reach target with these additions.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient has been on therapy since 2100 and in the last hour patient temperature (pt) was dropped from 36.7c to 36.1c in an arctic sun device. At the time of the drop nurse confirmed water temperature (pt) was warming in response. The nurse concerned with patient temperature (pt) drop and stopped and restarted therapy. Noted stopping therapy restarts the algorithm. If water temperature (pt) was responding to patient temperature (pt) drop it is best to let the device continue with therapy as is. System diagnostics showed that the outlet monitor temperature (t1) was 29.7c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2930.8 and pump hours were 2505.1. Walked through placing device in manual control at 37c. System diagnostics showed that the outlet monitor temperature (t1) was 35.8c, outlet control temperature (t2) was 35.1c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 71percentage, mixing pump command (mpc) was 0, heater 100 percentage. Disabled manual control. Advised if water temperature (pt) did not increase to the upper 30s in the next hour to call back. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol. Per follow up information received via task on 27oct2025, spoke with nurse who confirmed the issue was patient related. The water temperature remained high, but the patient temperature continued to drop another degree. Doctor ordered bolus of medication and warm blankets. Patient was able to reach target with these additions.